Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation as it was discarded by the site. (B)(6)registry. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the endocarditis is unknown, however may be due to patient factors (poor post-op care) and or the diagnosed urinary tract infection.  The cause of the embolization is also unknown, however may be due to under sized valve, endocarditis and/or CPR from the resuscitation.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), more than 30 days post implant, the patient had chest pain. Echo was performed, and the valve looked good. However, 24 hours later, the patient had to be resuscitated, and it was found that the valve had embolized. Additionally, the patient had urosepsis that had spread throughout the body, with positive blood cultures. There was disease around the valve. On the 30 day echo, the ejection fraction (ef) was 45%. A 29-mm edwards sapien-3 transcatheter prosthesis is present in the aortic position. Bioprosthetic leaflet motion appears normal. There was no evidence of significant central aortic insufficiency. There was trace perivalvular leak. Avmg 12.62 mmhg, ava 2.76 cm2. Mean prosthetic transvalvular gradient is 12 mmhg. On the 30 day follow up the patient complained of fatigue, sob, cp, doe, and dizziness. The lab work showed anemia and positive troponins. The patient was admitted with sepsis, cardiogenic shock, acute respiratory failure, uti and urethral stricture. Two days after admission, as reported by the cardiac cath lab, cad in lad, cx and rca (unchanged), ¿cardiogenic shock due to acute severe aortic insufficiency secondary to migration of transcatheter aortic valve into left ventricular outflow tract¿. Patient sent for emergent surgical avr three days post-surgical aortic valve replacement tte showed a 25-mm edwards inspiris surgical prosthesis is present in the aortic position. Ef 30-35%, severe mr, mild tr, bilateral pleural effusions. Three days post explant, pathology of explanted 29mm sapien 3 valve showed the leaflets do not close completely and are covered by calcified yellow tan to grey white material. The valve is surrounded by a mesh-like portion of metallic material. One small piece from one of the leaflets is submitted for processing. Rare gram positive cocci in pairs, light growth enterococcus facialis.